Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, insulin delivery was resumed successfully and customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.